Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
(B)(4). The cause of the patient's hospitalization is currently not known as described . The exact date of the adverse event is not currently known. Information will be requested as soon as is permissible considering the pending legal action; any information received will be submitted upon receipt accordingly.

Event description:
A patient who had been undergoing hemodialysis treatment for approximately one year and seven months was hospitalized; the cause of the hospitalization is not known, however the hospitalization cannot currently be disassociated from fresenius hemodialysis product(s).